Event description:
It was reported that during follow-up; an x-ray revealed that the atrial lead was dislodged. The lead was repositioned. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.